Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal imaging core wind up in the hub assembly was observed during x-ray analysis. The imaging core was broken off from the hub, which was also observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 99% stenosed, mildly calcified and mildly tortuous lesion was located in the left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the lesion. It was reported that the image disappeared when performing automatic pullback after stenting. Procedure was completed with another of the same device. No patient complications noted and the patient's status is good. However, device analysis revealed a hole at the lap joint.